Manufacturer narrative:
Update to field h6: impact codes.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the implantable pulse generator (ipg) for an unknown reason. Additional information was received that the ipg replacement was an elective replacement. The ipg had reached normal end of service and there were no device issues. The explanted ipg was kept by the medical facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the implantable pulse generator (ipg) for an unknown reason.